Manufacturer narrative:
The lot number for the obtryx system is unknown therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated the device was disposed and will not be returned for evaluation, therefore a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation (bsc) that during the transobturator sling placement procedure, during cystoscopy, the physician noticed that there was a bladder perforation from the trocar needle. The physician removed the entire trans-obturator sling and discarded it. Upon follow up, it was reported that two procedures were being performed (sling placement and an anterior repair). The anterior repair utilized another vendors kit which included a trocar. It is unclear which trocar perforated the bladder. The physician aborted the sling procedure to allow the perforation to heal on its own, requiring no intervention. The mesh was released and a cystoscopy was performed. It was reported that the patient would return to complete the sling placement procedure. Patient age and weight are unknown. Patient's condition reported to be "fine".